Event description:
Pt had arthroscopic anterior cruciate ligament reconstruction with tibialis tendon allograft, right knee in 2001. Pt developed pain and swelling at tibial incision site 3 weeks post-op. Pt was taken to surgery 24 days later for debridement of tibial wound and was placed on IV antibiotics for a total of six weeks. (IV gentamycin and IV cefotaxime). Oral cipro was also given. Pt was taken to surgery again 2 mos later and the tibial screw and sheath were removed and necrotic tendonous material removed from tibial incision and tibial bone tunnel.